Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out, the right atrial lead exhibited high thresholds an insulation fracture was noted. The lead was capped and replaced successfully on (B)(6) 2016. The patient did very well.

Manufacturer narrative:
A partial lead with the connector pin measuring 10 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.